Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a report from a baxter sponsored post marketing study in which floseal is used in total knee arthroplasty for hemostatic purposes. Patient experienced two serious adverse events that prolonged hospitalization: persistent wound drainage and difficulty swallowing. Since floseal has been applied in the knee, there is no reasonable causal relationship of the swallowing difficulty with the application of floseal. The persistent wound drainage may be the result of a local inflammatory reaction and potentially related to the use of floseal, in cases in which excess product (material not reacted with the blood clot) has not been irrigated away during surgery. Further clarification is required regarding the volume of product applied and if the surgeon has irrigated away the excess product. A follow-up report will be submitted after receipt and evaluation of the additional information requested.

Event description:
Additional information received: upon date of planned discharge, patient had continued serosanguinous drainage from the hemovac sites. As per protocol, 20 ml of floseal was utilized and maintained for two (2) minutes before being removed with a bulb syringe. The joint space was dry upon closure. The probable cause for the continued drainage was the size of the hemovac site holes.

Event description:
Dose: 20ml, route: topical, administration site: knee. Event onset date and time: (B)(6) 2012 at 11:00. Upon date of planned discharge, patient had continued drainage from two hemovac sites requiring prolongation of hospitalization. Compressive dressing was used to treat the event. The patient was hospitalized on (B)(6) 2012. The patient is currently recovering. While the patient was still in the hospital they experienced difficulty swallowing. Work-up and consultations performed leading to prolonged hospitalization. Patient has since recovered from the difficulty swallowing. Event stop date: (B)(6) 2012. The patient was hospitalized from (B)(6) 2012.

Manufacturer narrative:
(B)(4). Baxter final medical assessment: since excess floseal has been irrigated prior to closure and an alternative cause for the wound drainage has been identified (the probable cause for the continued drainage was the size of the hemovac site holes) both reported events are not related to the use of floseal.